Event description:
A customer contacted beckman coulter inc. (Bec) to report a leak coming from wash buffer reservoir of the access2 instrument. The customer is unable to determine to source of the leak. No exposure to the hazardous fluids or injuries to the user were reported.

Manufacturer narrative:
Hotline recommended the use of personal protective equipment when cleaning the leak and troubleshooting the instrument. On (B)(6) 2011, a bec field service engineer (fse) found that the external buffer line had 2 pin holes at the clamp/fitting joint. Fse trimmed off the end of the tubing, where the holes were, and re-clamped the tubing. Fse verified system performance to published specifications. Hardware has been determined to be the root cause.